Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Event description:
It was reported that there was unexpected longevity on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.